Event description:
Reportedly during the surgical procedure, a needle tip broke off while suturing a graft and was not able to be found. The vessels were not calcified. For the case where the broken needle tip could not be located, the or filled out an incidence report. No injury or ill-effects to the pt.